Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal she could not find her tampon string. She called her mom who instructed her how to remove the pledget from her vaginal cavity. She was able to remove manually the pledget. After removal she noticed the pledget was upside down. She did not seek medical attention and did not experience any adverse health effects.